Manufacturer narrative:
Event problem: device (B)(4) = the device was not returned, therefore a device code could not be determined. Method: (B)(4) other = device not returned. Additional manufacturer narrative: review of the device history record (DHR) is in progress.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the subject device, an thorough evaluation could not be performed. However, based on the information available, there is no indication of a quality deficiency during the manufacture of the device that may have contributed to this event.

Event description:
Reportedly a physio annuloplasty ring was explanted after an implant duration of 5 years and 9 months due to mitral regurgitation and stenosis. The operative report states, "the annuloplasty ring was removed and she was noted to have a very large central jet."